Manufacturer narrative:
Concomitant medical device: 6947m55 lead implanted: (B)(6) 2017.

Event description:
It was reported that there was high threshold and that the atrial lead dislodged. It was noted that a previous lead revision had been performed. The physician and patient agreed to explant the atrial lead with no replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the outer insulation is cut at 10.7 cm. If information is provided in the future, a supplemental report will be issued.